Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an ansm declaration which reported a high readings issue with the adc device. The user report noted that the customer obtained a sensor scan of 405 mg/dl and based on the result, the customer self-treated with an unspecified dose of insulin. Subsequently, the customer became hypoglycemic and went into a coma. On (B)(6) 2021, the customer had contact with a healthcare professional (hcp) who obtained a blood glucose result of 24 mg/dl in comparison to the sensor scan of a ¿hi¿ (readings greater than 500 mg/dl) message. When the results were plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. The hcp administered serum with 30% glucose as a treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.